Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2021 h6 component code: g07002 no device return additional information was requested, the following was obtained: please confirm if the needle was used on the patient. If so, was it confirmed there were no needle fragments left in the patient? The issue was found before use. How was the procedure completed? No further information is available. What is the name of the procedure? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if the needle was used on the patient. If so, was it confirmed there were no needle fragments left in the patient? How was the procedure completed? What is the name of the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021. During the procedure, the needle tip had been missing originally. There are no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: a suture and a detached needle product code z493g was returned for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the blunt tip area. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. As per returned conditions of the sample no functional test could be perform. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the needle had a blunt tip. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 08/03/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  g1 product complaint # pc-(B)(4). Date sent to the FDA: 08/03/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information:  h6 type of investigation code: b14, b01, h6 investigation findings code: c1601, c070603 h6 investigation conclusions code: d15 corrected h3 evaluation: a suture and a detached needle product were returned for analysis. Visual inspection and fractographic testing were conducted on the returned device. Upon visual analysis of the returned sample of product , a fracture was observed at the tip of the needle. A microscope was used to examine the fracture surfaces and surrounding area of the needle. No conclusion could be reached as to what caused the damage observed on the needle tip. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.